Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose in the "200s" (mg/dl); however, no specific bg level was provided. Reportedly, customer forgot to bolus earlier that day, consumed food, and couldn't bolus later that day because they ran out of insulin in the cartridge. Customer changed pump supplies and administered a bolus with the pump to treat bg levels. Although requested by tandem technical support, contact declined troubleshooting for the pump. Recommendation was made to contact tandem technical support to troubleshoot future elevated bg events.